Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook disposable hemostasis clip in the duodenal ball to fix an ulcer. When closing the clip, one of the clip arms broke of and completely separated from the device. The clip arm was most likely left to pass naturally through the gastrointestinal tract. A new clip was used to finish the procedure without difficulty. There was no harm to the patient due to this occurrence. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the device was sent to the approved supplier for evaluation. The evaluation of the product said to be involved confirmed the report. The drive wire was confirmed to be attached to the handle. One jaw was missing from the tip. The housing was broken on one side, which caused the jaw to fall off. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.